Event description:
It was reported by the customer, the powerglide catheter broke in in half upon removing after hitting obstruction. Additional information 05/09/2023: patient needed to have additional surgery to remove retained catheter. They were being treated for c-diff and cryptosporidium, electrolyte imbalance. They do have an infection disease.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture is confirmed. One 20 ga x 10 cm powerglide pro was returned for evaluation. One 20 ga x 8 cm powerglide pro was returned for evaluation. The guidewire and safety mechanism were returned in their advanced and activated positions. The guidewire was able to be re-advanced and was found to contain a bend. The catheter had been advanced off the needle and contained dried blood residues. The catheter tip appeared to be damaged and measured to be approximately 3.25 cm in length. Microscopic inspection of the damaged tip region revealed a v-shaped fracture which appeared to bulge outwards. The fracture edges were observed to be jagged and uneven. The characteristic of the damage is consistent with damage caused by retraction of the catheter against the needle bevel. The product instructions for use (IFU) states, ¿warning: one the catheter has been advanced, do not reinsert the needle back into the catheter or pull on the catheter back onto the needle. If the needle needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter".

Event description:
It was reported by the customer, the powerglide catheter broke in in half upon removing after hitting obstruction. Additional information on 05/09/2023: it was reported patient needed to have additional surgery to remove retained catheter. They were being treated for c-diff and cryptosporidium, electrolyte imbalance. They do have an infection disease. It was reported via medwatch ¿this rn was asked to re-visit a possible PICC line for continued electrolyte supplementation and frequent lab draws. Patient declined "I have a heart issue, I don't like the idea of that". Patient educated that PICC line does not go into the heart but declined. Discussed the option of a midline. Explained that it is 8cm and would not go past shoulder. Patient agreed. Arm prepped with a minute. Chg scrub, and power midline attempted. Ultrasound used. Blood return noted and advancement. Guidewire without difficulty. Resistance met while advancing catheter. Advancement stopped. Immediately and removal of entire powerglide system. Catheter noted to not be intact. Approximately. Half of the catheter noted in the powerglide system. Torniquet applied and direct pressure. Phlebotomist in room and assisted with pressure. Providers notified. Patient without shortness of breath. No complaints.¿ additional information received on 31-may-2023: customer reported the following: patient care was delayed due to patient refusing a central line and his other arm was not an option for access. The event created an urgent medical situation to remove the catheter segment to prevent embolism. Patient had an ultrasound and an x-ray were taken. A blood clot developed in the cephalic vein. Patient had to have additional surgery to remove the retained catheter and clot, which was successful. IV fluids, antibiotics, and electrolyte replacement were the intended infusion medications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture is confirmed. One 20 ga x 8 cm powerglide pro was returned for evaluation. The guidewire and safety mechanism were returned in their advanced and activated positions. The guidewire was able to be re-advanced and was found to contain a bend. The catheter had been advanced off the needle and contained dried blood residues. The catheter tip appeared to be damaged and measured to be approximately 3.25 cm in length. Microscopic inspection of the damaged tip region revealed a v-shaped fracture which appeared to bulge outwards. The fracture edges were observed to be jagged and uneven. The characteristic of the damage is consistent with damage caused by retraction of the catheter against the needle bevel. The product instructions for use (IFU) states, ¿warning: once the catheter has been advanced, do not reinsert the needle back into the catheter or pull on the catheter back onto the needle. If the needle needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter". H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, the powerglide catheter broke in in half upon removing after hitting obstruction. Additional information 05/09/2023: it was reported patient needed to have additional surgery to remove retained catheter. They were being treated for c-diff and cryptosporidium, electrolyte imbalance. They do have an infection disease. It was reported via medwatch ¿this rn was asked to re-visit a possible PICC line for continued electrolyte supplementation and frequent lab draws. Patient declined "I have a heart issue, I don't like the idea of that". Patient educated that PICC line does not go into the heart but declined. Discussed the option of a midline. Explained that it is 8cm and would not go past shoulder. Patient agreed. Arm prepped with a minute. Chg scrub, and power midline attempted. Ultrasound used. Blood return noted and advancement. Guidewire without difficulty. Resistance met while advancing catheter. Advancement stopped. Immediately and removal of entire powerglide system. Catheter noted to not be intact. Approximately. Half of the catheter noted in the powerglide system. Torniquet applied and direct pressure. Phlebotomist in room and assisted with pressure. Providers notified. Patient without shortness of breath. No complaints.¿ additional information received on 31-may-2023: customer reported the following: patient care was delayed due to patient refusing a central line and his other arm was not an option for access. The event created an urgent medical situation to remove the catheter segment to prevent embolism. Patient had an ultrasound and an x-ray were taken. A blood clot developed in the cephalic vein. Patient had to have additional surgery to remove the retained catheter and clot, which was successful. IV fluids, antibiotics, and electrolyte replacement were the intended infusion medications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by the customer, the powerglide catheter broke in in half upon removing after hitting obstruction. Additional information 05/09/2023: patient needed to have additional surgery to remove retained catheter. They were being treated for c-diff and cryptosporidium, electrolyte imbalance. They do have an infection disease.